Event description:
One touch ultra meter was prompting the apply sample icon. They had no symptoms of high or low blood glucose level at the time of concern. They went to a pharmacy for assistance and received no treatment. There is no indication that the pt experienced injury or medical intervention due to the product. The customer care rep (ccr) walked the pt through retesting with a new test strip and with a new vial of test strips, the test did not start with either attempt. As the ccr was unable to resolve the issue through troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device portable. The meter was replaced.